Event description:
(B)(4). My period has been crazy since getting essure , to the point I even attempted an ablation, woke up half way though in pain, doctor could not cont. Because of too much scar tissue in my uterus, also I have what people call an e-belly, bloated 16 to 20 hours a day, I want this essure out.